Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. It was noted that the patient had been lost to follow up for an unknown period of time. Upon interrogation the right ventricular lead exhibited high impedance. Patient notifier was also delivered for high impedance but the patient did not take any action. The physician elected to continue monitoring the patient.